Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "was operated on three occasions with relation to placement and subsequent complications from hernia mesh." The patient's attorney alleges that the patient underwent treatment for complications from hernia mesh including the removal of the infected portion of "hernia mesh" on (B)(6) 2011 and "repair of incisional hernia; mesh explantation" on (B)(6) 2012. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and recurrence and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ it is unclear which mesh is being refered to in the reported event post implant. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient was operated on for repair of an abdominal incisional hernia where other surgical procedures were performed. Three mesh were used by the surgeon and were referenced in the operative report as bard/davol flat mesh (device #1), reference number 0112660, lot number 43eqd054, a bard/davol flat mesh (device #2), reference number 0112660, lot number 43aqd020 and a non-bard/davol mesh. As reported, as a result of that surgery, the patient suffered a very difficult recovery. The patient was in the hospital for 19 days after the surgery; a week of which was spent in the ICU, as the wound from the surgery was not healing. As reported, the patient was sent home with a visiting nurse for wound care over a period of two months. On (B)(6) 2011: the patient went to the emergency room as "her abdomen was leaking fluid." On (B)(6) 2011: the patient was admitted to the hospital and underwent emergency surgery for intraabdominal abscess and infected mesh. As reported, during the operation, the surgeon found that "the original mesh" had been infected and sent portions to pathology. As reported, the pathology report found "synthetic mesh with adherent fibbroadipose and granulation tissue showing acute and chronic inflammation and foreign body-type reaction. As alleged, the patient remained in the hospital for eight days after the surgery and was sent home with nursing care and wound treatment. As reported, as a result of patients continued suffering, she consulted with another doctor, and elected to have surgery to remove the remaining portions of the "hernia mesh" that was causing her to suffer from constant pain. On (B)(6) 2012: the patient was admitted to the hospital for "repair of recurrent incisional hernia; mesh explantation" as reported, the surgery lasted approximately 8 hours; "separation of the mesh from the intestines was slow and painstaking process.......this part of the operation lasted 5 hours.........in two sections areas of a small section of mesh was so densely fused to the serosal surface of the bowel that it was left attached to the small intestine in order to not cause harm to it. In the right upper quadrant, a sliver of mesh was left embedded along the anterior border of the right lobe of the liver "on" order not to start bleeding of the hepatic parenchyma." As reported, the excised mesh was sent to pathology. As alleged, the patient had a long recover from this surgery and while she still suffers from back pain which is not alleviated by pain medicine, she is able to touch her abdomen without fear of pain. As alleged, the patient suffered from severe dental issued including pain, chipping and falling out of teeth easily after surgery. As alleged, the mesh caused the patients injures and the patient has suffered and will continue to suffer permanent pain and suffering due to the bard mesh being allegedly defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "was operated on three occasions with relation to placement and subsequent complications from hernia mesh." The patient's attorney alleges that the patient underwent treatment for complications from hernia mesh including the removal of the infected portion of "hernia mesh" on 03/02/2011 and "repair of incisional hernia; mesh explantation" on 07/10/2012. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and recurrence and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ it is unclear which mesh is being referred to in the reported event post implant. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of implant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 2 months post implant of bard flat mesh, patient was diagnosed with infection, hernia recurrence, abscess, adhesions and granuloma thereby underwent removal of meshes. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient was operated on for repair of an abdominal incisional hernia where other surgical procedures were performed. Three mesh were used by the surgeon and were referenced in the operative report as bard/davol flat mesh (device #1), reference number (B)(4), lot number 43eqd054, a bard/davol flat mesh (device #2), reference number 0112660, lot number 43aqd020 and a non-bard/davol mesh. As reported, as a result of that surgery, the patient suffered a very difficult recovery. The patient was in the hospital for 19 days after the surgery; a week of which was spent in the ICU, as the wound from the surgery was not healing. As reported, the patient was sent home with a visiting nurse for wound care over a period of two months. (B)(6) 2011: the patient went to the emergency room as "her abdomen was leaking fluid." (B)(6) 2011: the patient was admitted to the hospital and underwent emergency surgery for intraabdominal abscess and infected mesh. As reported, during the operation, the surgeon found that "the original mesh" had been infected and sent portions to pathology. As reported, the pathology report found "synthetic mesh with adherent fibbroadipose and granulation tissue showing acute and chronic inflammation and foreign body-type reaction. As alleged, the patient remained in the hospital for eight days after the surgery and was sent home with nursing care and wound treatment. As reported, as a result of patients continued suffering, she consulted with another doctor, and elected to have surgery to remove the remaining portions of the "hernia mesh" that was causing her to suffer from constant pain. (B)(6) 2012: the patient was admitted to the hospital for "repair of recurrent incisional hernia; mesh explantation" as reported, the surgery lasted approximately 8 hours; "separation of the mesh from the intestines was slow and painstaking process.......this part of the operation lasted 5 hours.........in two sections areas of a small section of mesh was so densely fused to the serosal surface of the bowel that it was left attached to the small intestine in order to not cause harm to it. In the right upper quadrant, a sliver of mesh was left embedded along the anterior border of the right lobe of the liver "on" order not to start bleeding of the hepatic parenchyma." As reported, the excised mesh was sent to pathology. As alleged, the patient had a long recover from this surgery and while she still suffers from back pain which is not alleviated by pain medicine, she is able to touch her abdomen without fear of pain. As alleged, the patient suffered from severe dental issued including pain, chipping and falling out of teeth easily after surgery. As alleged, the mesh caused the patients injures and the patient has suffered and will continue to suffer permanent pain and suffering due to the bard mesh being allegedly defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of two bard flat meshes (device #1 & #2). Per operative notes, ¿lysis of adhesions was performed. A vicryl synthetic mesh was placed on top of the omentum and the intestine. Then, a marlex mesh (device #1) was placed on top of the vicryl synthetic mesh and the marlex mesh (device #2) was placed from the diaphragm all the way down to the pelvis covering the entire abdominal cavity and secured in place using sutures.¿ (B)(6) 2011 - patient was diagnosed with intraabdominal abscess thereby underwent open repair with partial removal of infected bard flat meshes (device #1) & (device #2). Per operative notes, ¿the mesh was exposed and dissected along its plane both in the lateral and medial direction. With continued dissection laterally, draining sinus tract was identified from the skin. Purulence was noted from the wound and the meshes were dissected off. Once the infected meshes were removed, the remaining portions of the mesh and the abdominal cavity were thoroughly irrigated.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of bard flat meshes (device #1) & (device #2). Per operative notes, ¿adhesions from the omentum were taken down. Previously placed mesh was encountered at the edges of the hernia defect. Separation of mesh was carried out and dissected off." Attorney alleges that the patient had abscess, adhesions, mesh migration, mesh shrinkage, nerve damage, pain& suffering, fistulae, hernia recurrence and infection. It is also alleged that the patient had permanent mesh adhesions to organs: liver and small intestines and lost all of her teeth.